Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited multiple non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. The patient presented in clinic on (B)(6) 2017. Programming changes were made.